Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a pinhole in the balloon. The balloon was inflated and a pinhole was identified just distal to the proximal markerband. Stent damage was also noted. Strut rows 1 to 3 at the distal end of the stent were misaligned and stretched over the distal markerband. The tip of the device was also flared. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Resistance was noted when a 0.015 inch product mandrel was inserted through the lumen due to the presence of solidified blood, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the left circumflex (lcx) was 80% stenosed, severely calcified and moderately tortuous. The physician experienced resistance while advancing the stent delivery system (sds) to the lesion. The stent delivery balloon was unable to be inflated as damaged stent struts on the proximal end of the device had pierced the balloon before the first inflation, causing a pinhole.

Event description:
It was reported that during a stenting treatment procedure a balloon pinhole was noted. The target lesion was located in the left circumflex (lcx). A 2.75x32mm taxus element stent was advanced to the lesion and when the physician attempted to inflate the stent delivery balloon the balloon would not inflate due to a pinhole. The device was removed from the patient and the procedure was successfully completed with a promus stent. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
Device is combination product. (B)(4).